Event description:
The affiliate reported that the device was originally implanted via v-p shunt. Due to possible blockage of the valve, the device was revised.

Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and a needle hole was noted in the needle chamber. An occlusion was also noted in the valve. No occlusions were noted in the siphon guard or catheters. Further examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming test and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.